Event description:
A nurse supervisor reported an occlusion during a vitrectomy procedure. The occlusion was believed to have been in the tubing. The system was exchanged to complete the procedure without troubleshooting the problem. There was no impact to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause is unknown. A sample was not returned for this complaint without a sample, it is not possible to isolate the root cause. (B)(4).